Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/27/2020. H.6. Investigation: a device history record review was completed for material number 306595 and lot number 0014511. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, four physical samples were received for evaluation by our quality team. The samples came with no packaging blister, no tip cap or saline solution. They were visually inspected and no damage or defects were observed. Each was then tested for sustaining force and all were found to be within specification. Based on the investigation results, the samples received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. The samples received are within product specification.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe plunger movement was difficult. This occurred on 5 occasions during use. The following information was provided by the initial reporter: the flush's plunger rod cannot be pushed halfway during use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe plunger movement was difficult. This occurred on 5 occasions during use. The following information was provided by the initial reporter: the flush's plunger rod cannot be pushed halfway during use.